Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2025. It was reported that the patient was experiencing pain. The patient reported severe pain yesterday (B)(6) 2025, that they weren't able to void for several hours and the doctor had to stop and remove it and just reconnected today (B)(6) 2025 at 12 noon. The agent advised to contact their doctor if symptoms persist. The issue was not resolved and was ongoing.